Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. The returned device: - the main part of the guidewire and a fractured piece. Appearance confirmation: <fractured piece> - the elongation of the outer layer and the shape that seemed to be torn off were observed at the fractured part. - the exposure of the wire strand was observed at the fractured part. - no anomalies such as abrasion or deformation in appearance in other parts. <main part of the guidewire> - the elongation of the outer layer and the shape that seemed to be torn off were observed at the fractured part. - no exposure of wire strand was observed at the fractured part. - no anomalies such as abrasion or deformation in appearance in other parts. Appearance confirmation of the wire strand the condition of the wire strand at the fractured part of the fractured piece was confirmed. - the side of the wire strand at the fractured part did not taper, and the fractured surface was oblique. - a dimple pattern (pitted pattern) was observed on top of the wire strand at the fractured part. Dimensional inspection: - the outer diameter (normal part): it met the factory's specifications. No anomaly was found. Length of missing portion: - actual device main part of the guidewire: approximately 983mm. Fractured piece: approximately 17mm. - total: approx. 1000mm. - current products: approx. 1000mm. Based on comparison with a current product, it was considered that there were no missing portions in the actual device. History investigation of the involved product code and lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no similar event was found in the past complaint file. Simulation test: regarding the fracture of the guidewire, the following simulation test was conducted. - 90-degree bending loads were repeatedly applied. - the side of the wire strand at the fractured part did not taper, and the fractured surface was oblique. A dimple pattern (pitted pattern) was observed on the top of the wire strand at the fractured part. - it was thought that this condition was similar to that of the actual device. Cause of occurrence/conclusion: based on the investigation results, no anomaly was found in the manufacturing record and dimensions of the actual device. According to the condition of the actual device and the simulation tests, as one of the possibilities, it was considered that repeated bending load caused metal fatigue, leading to the fracture of the wire strand. It was thought that subsequently, tensile load was applied during removal, causing the outer layer to elongate and tear, resulting in separation within the body. Furthermore, it was thought that there was no missing portion in the actual device. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI no. N/a as this product is not exported to the us market d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted g4: 510(k) number: k923607, k926214. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - in the past two years, we have not received any similar complaints of the involved products caused by the manufacturing process. (B)(4)) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Terumo medical corporation received the following reported information: during a shunt pta procedure, the guidewire was detached when an attempt was made to pass it through the severely stenotic part. The detached piece was successfully taken out of the patient's body, and the procedure was successfully completed using a new wire with the same product code. There was no harm to the patient reported.